Manufacturer narrative:
The device was returned for analysis. The reported excessive force is not tested based on technique. The reported difficulty to remove was not tested as it involved the anatomy. There is noted coils stretched as well as misaligned coil damage to the barewire core likely due to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the electronic instructions for use (eifu) for emboshield nav 6 states: do not continue to retract the barewire filter delivery wire against significant resistance. In this case, there was no significant adverse effects and procedure was completed. The investigation determined that procedural circumstances resulted in the reported difficulties. The challenges encountered at the lesion resulted in the barewire becoming stuck and causing damage as a result. The excessive force used to remove the barewire is based on these conditions. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Device code (B)(4): excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nav6 filter device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a superior femoral artery (sfa). During preparation of an emboshield nav6 embolic protection system (eps), the filter was unable to load onto the the delivery catheter (dc) pod all the way and resistance was noted. Another filter was prepared without any issues. After a non-abbott device was removed it was attempted to retrieve the filter, but resistance was felt when pulling the barewire as it was stuck at the lesion. The filter was retrieved with an unspecified catheter and not the retrieval catheter. Once the filter was removed there was still difficultly in removing the barewire. After pulling the barewire with extra force it was able to be removed. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.